Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) units batter in use despite charging on ac power. There was no patient involvement.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) units battery in use despite charging on ac power. There was no patient involvement.

Manufacturer narrative:
Additional contact information: event site state: (B)(6) event site postal code: (B)(6). It was reported that the cs300 intra-aortic balloon pump (iabp) unit had problem with battery cannot charge. A getinge field service engineer (fse) stated battery in use despite charging on ac. No issue found, suspected to be that the user tampered with the switch thats on the power supply. No fault found and unit safe for use. There was no patient involvement reported.